Event description:
Boston scientific received info that this right atrial (ra) lead was suspected to be dislodged. A device interrogation was performed after a pt fall was reported and atrial impedance measurements were unable to be obtained. Additionally, no intrinsic p waves were detected. A revision procedure to revise the ra lead was performed. The ra lead was disconnected from the device header and tested through the pacing system analyzer (psa). All measurements including pacing thresholds, sensing and impedances were within normal limits. The lead was reconnected to the device and measurements remained appropriate. The lead was manipulated while continuing to obtain measurements and none of the previous issues were able to be reproduced. An x-ray from the initial implant showed that the rv lead was more fully inserted into the device header than the ra lead. Previous out of range impedance measurements were also reported. The physician suspects that the issue was likely a device connection issue and not a lead dislodgement. The device and ra lead remains in service. The pt plans to be monitored. No add'l adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.